Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient present in-clinic for device upgrade. It was remarked that the patient¿s right atrial lead had been dislodged during a prior unrelated procedure. The physician decided to explant and replace the lead during the upgrade. The patient¿s condition was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.0cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.